Manufacturer narrative:
Concomitant medical products: dtma1d1 crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced vegetation on the right ventricular (rv) lead. The entire cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to infection. The system was not replaced. No further patient complications have been reported as a result of this event.